Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. The therapy was delivered appropriately in the vt zone during the first attempt. However, the second attempt did not deliver therapy because it occurred in the vt-1 zone, which is a monitoring-only zone with no therapies programmed. The device was confirmed to be operating as intended. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received additional atp and shocks for what appeared to be af with rapid ventricular response (rvr). Technical services (ts) reviewed noting therapy was exhausted and following the shocks the rhythm slows but the v-v intervals remain irregular. Additional shock therapies are withheld but at the point of shock charging, the rhythm becomes stable. Ts provided programming recommendations. This ICD remains in service. No additional adverse patient effects were reported.